Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly and display was frozen. Customer's blood glucose level was 281 mg/dl. Customer also stated that they were unable to unlock insulin pump when pressing the correct button. Button was unresponsive, scroll bar not moving with no input. It was also stated that the insulin pump had power loss alarm. Customer was able to successfully clear the alarm. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.

Manufacturer narrative:
Device was received with a blank screen, an unresponsive keypad and an overheating anomaly. Failures have been isolated to electrical board . Unable to perform the displacement test, the active current test, the passive current test and the self test due to blank display.